Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned lead fragment was visually and electrically analysed. The inspection showed damages of the insulation and deformations of the outer coil which occurred most likely during surgery. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.

Event description:
This patient expired on (B)(6) 2013. This device was explanted on (B)(6) 2013. Per biotronik clinical studies, this patient received 9 shocks at the time of death. Should additional information become available, this file will be updated.